Manufacturer narrative:
The insulin pump was received with a missing end cap.

Event description:
Customer was hospitalized for diabetic ketoacidosis. Troubleshooting was not performed. It was also reported that the left side of the pump casing had broken off.